Manufacturer narrative:
Citation: wenderoth, j. (2016). Novel approaches to access and treatment of cavernous sinus dural arteriovenous fistula (cs-davf): case series and review of the literature. Journal of neurointerventional surgery, 9(3), 290-296. Doi:10.1136/neurintsurg-2016-012742. The purpose of this article was to outline the treatment challenges of caroticocavernous fistula or cavernous sinus dural arteriovenous fistula (cs-davf). Between 2007 and 2016, 32 patients with cs-davf of median age 63 years were evaluated and treated. There were 17 women and 15 men. The authors conclude that ¿conventional¿ treatment of cs-davf has reproducibly been shown by multiple authors to be problematic with regard to access to lesions with occluded (inferior petrosal sinus) ipss. The authors of this serious adopted transorbital percutaneous cs puncture as the primary access route in patients with occluded ipss. This showed promise as a safe, efficient, and straightforward alternative to conventional approaches. The onyx was not available for evaluation as this event was reported through literature review. Additionally, the onyx was consumed in the embolization procedure. There was limited device and patient information available in this article. There is no evidence suggesting the onyx was defective. Ischemic events due to embolic migration, vasospasm, thrombosis are known complications of the onyx procedure and are referenced in the instructions for use. Per the IFU: ¿these ischemic or hemorrhagic complications may result in various functional neurological deficits and possibly death.¿ the cause of the reported event cannot be reliably determined, however, based on the information on this case, and review of the article, and IFU, the likely cause of the reported events is procedure related. Additional information has been requested, should it become available, a supplemental report will be submitted.

Event description:
Medtronic received information through literature review that of 32 patients treated for caroticocavernous or cavernous sinus dural arteriovenous fistula (cs-davf) with onyx, 4 patients experienced permanent deficits. One patient, who received percutaneous transorbital cs puncture developed a permanent ipsilateral abducens nerve palsy following the procedure. Three patients, treated transarterially (2) and transarterially/transorbitally (1), experienced malar paraesthesia; the patients treated transarterially experienced partial recovery at 6 and 18 months respectively. The patient treated both transarterially and transorbitally did not show improvement at 12 months. All of the lesions were completely occluded on immediate post-embolization angiography, with no clinical or angiographic recurrence of the target lesion at or beyond 6 months.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.